Event description:
Received customer's maude report: "infusion pump displayed disconnection error, and malfunctioned. Heparin 1000 unit per hour." Event type (h-1) is listed as injury, and event outcome (b-2) is listed as requested inventory, no details provided. No other info is available, no customer info is provided or available. Reference uf/importer report # (B)(4).

Manufacturer narrative:
(B)(4). No hospital name, address, or contact person was provided in the maude report. Carefusion is unable to contact the customer for additional info or to request the return of the affected product.